Manufacturer narrative:
(B)(4).. Date sent 1/31/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the device could be fired with grasping for vascular processing, but the operation stopped immediately and the knife stopped moving. The reverse switch was used. Another new device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. Additional information was requested, and the following was obtained: : 1. Did the device lock-out (no staples deployed and no cut line started)? Unk. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unk. 3. Or, did the device fully fire and stop during the automatic knife return? => unk. 4. Was there any difficulty opening the device? Unk, 5. If yes, how was the device removed from the patient? Unk. 6. If yes, did the jaws eventually open? Unk upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.